Event description:
Customer's family member reported customer being hospitalized for low blood glucose. Customer is currently on vacation and went out for a long walk. Family member did not make any adjustments to customer's basal rates, explained how exercising can have a direct effect on blood glucose. Suggested customer to call md to discuss possible causes of low blood glucose. Pump appeared to be functioning as designed.